Event description:
Procedure type: gastric bypass. Patient gender: male. According to the reporter: the ng tube pulled off from the anvil leaving the anvil lodged in the esophagus. Surgeon pushed it downward with an endoscope into the stomach pouch, and the anvil made a second gastrotomy. Surgeon sewed the first one and continued to use it. No abnormal bleeding or patient injury was reported.